Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure, a faradrive sheath had poor air tightness leading to visible air bubbles in the sheath. The sheath was replaced with a similar device, the procedure was completed, and no patient complications were reported. The device is expected to be returned for analysis.